Event description:
Safeset port popping out of pressure monitoring set reported. A pt was undergoing a coronary artery bypass graft procedure. The monitoring set was placed to the pt and the procedure started. The nurse in the room drew a sample from the port, then turned the stopcock and flushed with a syringe (replacing blood) and then possibly may have flushed with the pigtail flush as well. A short (unspecified) time later, blood was noted on the floor and down the arm of the pt. The customer estimates a blood loss of 50-100cc. Tubing changed to solve problem. No report of treatment required. No pt harm reported.